Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to calibrate multiple endoscopes on the system. The customer noted that three endoscopes were tested prior to calling in but the issue remained. The technical service engineer (tse) had the customer test a fourth endoscope but the same issue occurred. The endoscopes were tested on and successfully worked on a spare system but the customer opted to continue the case laparoscopically. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) in order to resolve the customer reported problems. Additionally, the rj45 connector was replaced to resolve the onsite disconnected issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The ec was analyzed and the reported problem was confirmed but not replicated. In the system logs, error 48406 was identified as a dual camera interface board (dcib) fault, consistent with the issue observed. System logs confirmed that this fault occurred in the field. Upon visual inspection, no visible damage or anomalies related to the reported issue were found. The unit was installed in the golden system, where it functioned as expected throughout testing. After performing 10 power cycles, no errors were detected in the system logs. Based on these findings, failure analysis could not determine a definitive root cause for the reported issue. The complaint was confirmed by the field evaluation, but not replicated by failure analysis, which indicates that the device may have not contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.